Event description:
It was reported that while using the surgical fiber during a prostate procedure, the ¿fiber used stop working and it began to emit the beam of light forward". The procedure was completed with a second fiber. Patient outcome: ¿stable, no complications for either the staff or the patient¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber was used @ 478,807 joules and 80' minutes of use. The fiber was not cleaned during the procedure.